Manufacturer narrative:
The compella bariatric bed system is for bariatric patients of all age groups with varying medical and physical conditions. The compella bed is intended to be used to treat or prevent pulmonary or other complications associated with immobility; to treat or prevent pressure ulcers; or for any other use where medical benefits may be derived from continuous lateral rotation therapy (clrt). The bed's support surface is comprised of multiple bladders divided into sections (head, tight, foot) that operate independently. If a failure were to occur within a section, other bladders in that section would compensate in an effort to prevent pressure loss. Inspection of the bed by a hiillrom technician found the mattress lost pressure and noted a leak in the bladder. The bladder was replaced and the bed functioned as designed. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed on february 24, 2021. It is unknown if the facility performed any other preventative maintenance on this bed. There was no indication that the reported event resulted in serious injury, as the customer did not provide the necessary details to determine the severity of the reported injury. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a final report.

Event description:
Hillrom received a report from a customer stating that an excessively inflated cushion and unwanted moves of the cushion of the compella bed contributed to the development of pressure sores on the patient's heels. Specific details of the event including, the severity of the reported pressure injuries injury, the medical intervention provided (if any), patient's positioning, accessory devices utilized, and patient¿s medical history were not provided. The bed was located at the account. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The compella bariatric bed system is for bariatric patients of all age groups with varying medical and physical conditions. The compella bed is intended to be used to treat or prevent pulmonary or other complications associated with immobility; to treat or prevent pressure ulcers; or for any other use where medical benefits may be derived from continuous lateral rotation therapy (clrt). The bed's support surface is comprised of multiple bladders divided into sections (head, tight, foot) that operate independently. If a failure were to occur within a section, other bladders in that section would compensate in an effort to prevent pressure loss. A category (stage ) 2 pressure injury is characterized by partial-thickness skin loss no deeper than the dermis and can include intact or ruptured blisters. Category 2 pressure injuries can heal very rapidly therefore treatment is focused on nutrition to support wound healing and keeping the area protected/covered and clean. A category 2 pressure injury is considered to be a moderate injury and does not meet the definition of a serious injury or a serious deterioration in health. A category (stage) 3 pressure injury almost always necessitates medical or surgical intervention to preclude permanent damage to a body structure and therefore meets the definition of a serious injury. The inspection of the bed found that the bed worked as designed by providing appropriate notification. The reported pressure injuries can be contributed to the customer's lack of proper use of the information provided by the bed. Therefore the reported injuries are contributed to use error and are considered reportable. Based on this information, no further action is required.

Event description:
It was initially reported that the customer contributes an excessively inflated cushion and unwanted moves of the cushion of the compella bed to the development of pressure sores on the patient's heels. Follow-up with the customer found that the patient developed a category 3 pressure injury on the right heel and a category 2 pressure injury on the left heel. Medical intervention for the pressure injuries was noted to be "pressure relief through layering" no additional intervention was reported. Additionally, it is noted that the bed's alert system provided error notification of the potentially hazardous condition by indicating the bed's pressure loss leakage. This report was filed in our complaint handling system as complaint #(B)(4).